Manufacturer narrative:
Blocks a1, a2, a3a, e1 (initial reporter title), e1 (initial reporter first name), e1 (initial reporter last name), e1 (initial reporter email), e3, h2, and h11 have been updated based on the additional information received on september 13, 2024. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio slim device, the device malfunctioned. The specific event was not described, but it was indicated that there was a break and detachment of device or device component. Most likely, this indicates that the dart detached from the suture. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio slim device, the device malfunctioned. The specific event was not described, but it was indicated that there was a break and detachment of device or device component. Most likely, this indicates that the dart detached from the suture. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Additional information identified on october 10, 2024. Approximated based on the date the manufacturer became aware of the event. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio slim device, the device malfunctioned. The specific event was not described, but it was indicated that there was a break and detachment of device or device component. Most likely, this indicates that the dart detached from the suture. The procedure was completed and there were no patient complications reported.